Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the insulin pump was not administering insulin. The customer's blood glucose level was unknown at the time of the incident. The customer stated they would bolus multiple times and their blood glucose would not go down. The customer had to use a pen to make a correction on an occasion. The customer has changed the site and reservoir as well but it did not resolve the issue. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.